Manufacturer narrative:
The sample was not returned. The lot number is unk therefore the device history record could not be reviewed. The instructions for use which accompanies all devices states in the precautions: "pelvisoft biomesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisoft biomesh should not be used pelvisoft biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted." (B)(4).

Event description:
It was reported that after having the device implanted in 2011, the pt has been experiencing symptoms of discomfort, urinary incontinence, bleeding and pain when having sexual relations. After seeing her physician, the pt experienced bleeding and has a further consultation in january where she may seek to have the device removed.